Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information mesh sling deeply embedded into periurethral/vaginal tissues, partially attenuated urethra in mid-ventral portion, moderate-high amount of cellular debris in bladder. Recurrent grade 2 cystocele. Erosion of mesh.